Event description:
It was reported this balloon catheter was used successfully during a superficial femoral artery angioplasty procedure of an extremely calcified lesion. During withdrawal of the balloon catheter through a 6fr introducer sheath, resistance was encountered. The 6fr sheath was removed and a 10fr sheath was advanced to facilitate balloon catheter withdrawal. However, continued resistance was encountered resulting in detachment of the balloon material in the pt. Retrieval of the detached balloon segment, utilizing a sheath, was successful. Another MFR's device was used to successfully complete the procedure. The pt's condition is good. The device has not been received by this MFR. Therefore, a failure analysis is not available. It was indicated resistance was encountered during balloon withdrawal resulting in detachment of the balloon material. It was also indicated the lesion was extremely calcified and the procedure was very difficult. Co believes these factors contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."